Event description:
It was reported a sheath kink occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) watchman truseal access system (was). During deployment of the closure device, the wds became kinked. All watchman devices were removed and the procedure was completed with a new was, wds, and closure device. No patient complications were reported.